Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-jan-2023. The most recent information was received on 05-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dizziness ("dizziness") in a 43 year-old female patient who had essure inserted (lot no. B42239). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced general physical health deterioration ("deterioration of her state of health since the insertion of the essure"). In 2015 she experienced dizziness (seriousness criterion medically important), deafness ("hearing loss"), cough ("chronic persistent cough"), sleep disorder ("sleep disorder"), premature menopause ("early menopause"), loss of libido ("absence of libido") and dysphonia ("change in my voice (permanently hoarse)"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dizziness, deafness, cough, sleep disorder, premature menopause, loss of libido, dysphonia or general physical health deterioration. The reporter commented: consumer reports current condition of the patient deterioration of her state of health since the insertion of the essures with an obstacle course and a multitude of tests to find out where all of her health problems are coming from. No doctor has been able to diagnose her problem actions taken to treat the patient in the healthcare facility: comments: it was when she read a newspaper article about the "new french health scandal" and the endless list of side effects of the essure implant that she had the feeling she was recognising herself and finally understanding what had been happening to herself for almost 10 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Batch no: b42239. Production date: 2013-06-07. Expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dizziness ("dizziness") in a 43 year-old female patient who had essure inserted (lot no. B42239). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced general physical health deterioration ("deterioration of her state of health since the insertion of the essure"). In 2015 she experienced dizziness (seriousness criterion medically important), deafness ("hearing loss"), cough ("chronic persistent cough"), sleep disorder ("sleep disorder"), premature menopause ("early menopause"), loss of libido ("absence of libido") and dysphonia ("change in my voice (permanently hoarse)"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to deafness, cough, dizziness, sleep disorder, premature menopause, loss of libido, dysphonia or general physical health deterioration. The reporter commented: consumer reports current condition of the patient deterioration of her state of health since the insertion of the essures with an obstacle course and a multitude of tests to find out where all of her health problems are coming from. No doctor has been able to diagnose her problem actions taken to treat the patient in the healthcare facility: comments: it was when she read a newspaper article about the "new french health scandal" and the endless list of side effects of the essure implant that she had the feeling she was recognising herself and finally understanding what had been happening to herself for almost 10 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.